Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of loss of resistance and leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review of the alleged product lot number found no discrepancies or anomalies relevant to the complaint.

Event description:
It was reported that the cassette exhibited a lot of air at the end of 24 hours of infusion, with the inner bag of the cassettes being bigger and unable to completely expand. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.